Event description:
Information received by medtronic indicated that the insulin pump was heating up. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged device heating up found on (B)(6) 2021. Pump was received with a constant flashing medtronic logo on the display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify device heating up due to a constant flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1. No corrosion or moisture damage found on the pcba2, force sensor, motor and vibrator assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a constant flashing medtronic logo on the display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no constant flashing medtronic logo on the display noted. A constant flashing medtronic logo on the display was confirmed due to corrosion on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to verify device heating up due to a constant flashing medtronic logo on the display. A constant flashing medtronic logo on the display was confirmed due to corrosion on the pcba 1.